Manufacturer narrative:
The supplemental MDR has been filed to recall the MFR no. 2016493-2025-77141 as the sn (B)(6) was captured as a concomitant device in its respective server case referring to the MFR no. 2016493-2025-76987.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had a multiple device was down. The customer stated that the malfunction occurred when user trying to issue medication to patient. There were no adverse events or injuries reported based on this event.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had a multiple device was down. The customer stated that the malfunction occurred when user trying to issue medication to patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.